Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer dropped their insulin pump in the water. The customer stated that the display window had fluid underneath it. Customer's blood glucose level was reported at 160 mg/dl. Product is being replaced. No further information was provided.